Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her back under the distribution node. The patient's physician prescribed hydrocortisone cream for the irritation. The patient reported that the irritation improved. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful